Event description:
Patient said they have a boston sci rechargeable device that is a "pain". Patient said they for to recharge until they are hurting. Patient said the recharger is elaborate and it is hard to charge the ins. Patient just a couple weeks ago the device wasn't working and the patient told the hcp to fix it or remove it. Patient said they reprogrammed the device and it is working better. Patient has arthritis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)